Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly patient received a call service 064 alarm while getting an MRI. Patient reported that the pump was set aside in the same room where the procedure was performed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed call service 064 alarm occurred on the day and month of the complaint, but the year was in 2016. A time and date change was observed on the same date. The time and date was correctly set in the pump at the start of the investigation. On investigation, the pump powered up and functioned properly. A rewind/load/prime sequence was completed and the pump was exercised for 24 hours without incidents. The pump casing was opened to further investigate, no anomalies were found with the motor assembly. The investigation was unable to duplicate the reported call service alarm issue.